Event description:
It was reported that the radio frequency programmer head was in a box of several loose heads. Follow-up determined that they were returned for varying reasons including difficulty being able to "auto identify" patient devices, cord and cosmetic issues. The programmer head was returned for service. Per follow-up, there was no patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head will not interrogate and the rf head failed uplink functional test due to the rf head cable. Analysis also found the rf label delaminated. (B)(4).